Event description:
It was reported that the customer was experiencing unspecified difficulty with pressing the pump buttons although it was not specified if the customer was referring to the wake button on the pump or the touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.